Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown extraction screw, exact part and lot numbers are unknown. Device is an instrument and is not implanted/explanted. Without an exact part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: history: patient experienced a fracture of the proximal end of the tibia and was implanted with a locking compression plate (lcp-plt) and unknown amount of screws in (B)(6) 2012. After surgery patient experienced pain: the surgeon found that an intercondylar eminence screw (oriented in the direction of a joint) at the second row of a plt was dropped and projected inside the joint, so he tried to remove only this screw for the local request from the patient. That was a cause of the algia (pain). Surgery was performed, a driver was used and it damaged the screw head. An extraction screw was then used and the extraction screw tip broke in the hex of the screw, date unknown. The screw could not be removed with surgeon closing the patient. The surgeon wished to remove the screw with the plate remaining in the patient body, considering the delay of bone fusion. This report is on the first event for this patient: unknown extraction screw. This is 2 of 2 reports for complaint (B)(4).